Manufacturer narrative:
The investigation for automated impella controller (aic) - loss of opm data has been completed. The root cause of the controller error was not determined and was not reproduced during investigation on engineering lab bench the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-15011: d6a and d6b should have been left blank. E4 should have been left blank.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the impella cp device was prepped for use and the automated impella controller (aic) sounded an alarm and displayed "controller error and optical sensor error" message. A new aic was tested, and the same error occurred. A new impella cp device and aic were prepped and successfully used. There was no report of harm to the patient.